Event description:
Event description boston scientific received information that the pacing threshold steadily increased from one year ago and during evaluation today, this chronic right ventricular (rv) lead was unable to capture the myocardium at maximum output, even in unipolar configuration. There have been no reported patient effects associated with this clinical observation. New information was received one month later that this pacemaker was explanted and replaced due to the high current drain of the max output. This rv lead was reconnected to the new device and programmed to aair as there were anatomical difficulties accessing his subclavian vein during the procedure for a replacement lead.